Event description:
Caller reported damage to tandem charging cable and confirmed that charging supplies were no longer functional. There was no reported impact to the customer's blood glucose level. Technical support arranged for replacement of the damaged charging supplies, which would be sent via 2-day shipping. No additional information was received regarding the outcome of the event.